Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. Electrical test noted noise. Externalized conductors were found via cine. Lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 8.2-12.4cm, 16.3-16.5cm, 29.1-29.5cm, and 32.2-34.5cm from the distal tip. The etfe coating of the re coil and inner coil were intact at these locations. An internal insulation abrasion underneath the rv shock coil was found at 4.0-6.0cm from the distal tip and under the svc shock coil at 24.8-25.0cm from the distal tip. The etfe coating and inner coil were intact at these locations. The reported noise issue could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.